Event description:
It was reported that the right ventricular (rv) lead was fractured and could not be advanced to the desired location. The rv lead had been capped in 2014. Fluoroscopic imaging confirmed the rv lead fracture. An attempt to explant the lead was made but failed. The lead remained capped. The patient was in stable condition.